Event description:
It was reported that surgical intervention was required to remove the dislodged balloon loading tool. A 4.0 x 40mm, 135cm ranger drug coated balloon was selected for use. The target lesion was located in the superficial femoral artery (sfa). During delivery of the balloon into the patient, the physician noted minimal resistance as a 7fr sheath was used. However, the loading tool on the balloon was not removed and inadvertently inserted into the patient as the physician stated he could not see it under the c-arm camera. The loading tool dislodged from the balloon into the patient's leg. The loading tool was attempted to be extracted but it was unsuccessful. Surgical intervention was required to remove the loading tool by cutting down to the sfa. The procedure was not completed. The patient was admitted to the hospital afterwards and then discharged on (B)(6) 2022. The patient was doing well and was stable.